Event description:
I brought the fasciablaster tool and used it as recommended by the creator. I have experienced chest pain, change in menstrual cycle, loose skin in my thighs. Increase in cellulitis and damage to my skin.